Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/perforation (uterus)/migration of essure device location of device: part in uterine"), device breakage ("device breakage/part in uterine cavity part in tube"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills and paraguard. Concurrent conditions included vomiting, headache, dizziness, chest pain, hypersomnia, urination pain, urinary tract infection, hypothyroidism, hypertension, diabetes, fatty liver, vaginal discharge and menometrorrhagia. Concomitant products included insulin glargine (lantus), insulin lispro (humalog), levothyroxine sodium (synthroid) and metformin. In 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes"), uterine pain ("uterine pain"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain lower ("cramping"). The patient was treated with surgery ((hysterectomy with fallopian tubes up to and above the device) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, dysmenorrhoea, bladder disorder and urinary tract disorder outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, uterine pain and abdominal pain lower had resolved and the dyspareunia was resolving. The reporter considered abdominal pain lower, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: as per mr: (B)(6) 2014 :the patient this afternoon was lightheaded and dizzy, and almost felt like passing out. A rapid response was called and the patient was transferred to the ICU as the patient developed sepsis. CT scan showed multiple small abscesses of the pelvic area status post hysterectomy. She was admitted on (B)(6) 2014 and treated for urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory position of the right micro-insert. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received: new reporters added and reporter information updated. Case medically confirmed. Concomitant conditions, historical conditions, concomitant drugs and historical drugs added. Genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, dysmenorrhoea, device breakage, uterine pain and abdominal pain lower were added. Event perforation updated to uterine perforation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pain ("pain"). The patient was treated with surgery (removal of essure implant in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the perforation and pain outcome was unknown. The reporter considered pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/perforation (uterus)/migration of essure device location of device: part in uterine"), device breakage ("device breakage/part in uterine cavity part in tube"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills and paraguard. Concurrent conditions included vomiting, headache, dizziness, chest pain, hypersomnia, urination pain, urinary tract infection, hypothyroidism, hypertension, diabetes, fatty liver, vaginal discharge and menometrorrhagia. Concomitant products included insulin glargine (lantus), insulin lispro (humalog), levothyroxine sodium (synthroid) and metformin. In 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes"), uterine pain ("uterine pain"), urinary tract disorder ("bladder or urinary problems or changes") and abdominal pain lower ("cramping"). The patient was treated with surgery ((hysterectomy with fallopian tubes up to and above the device), surgery ((hysterectomy with fallopian tubes up to and above the device)) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, dysmenorrhoea, bladder disorder and urinary tract disorder outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, uterine pain and abdominal pain lower had resolved and the dyspareunia was resolving. The reporter considered abdominal pain lower, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: as per mr: on (B)(6) 2014 :the patient this afternoon was lightheaded and dizzy, and almost felt like passing out. A rapid response was called and the patient was transferred to the ICU as the patient developed sepsis. CT scan showed multiple small abscesses of the pelvic area status post hysterectomy. She was admitted on (B)(6) 2014 and treated for urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory position of the right micro-insert . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.